Event description:
The pump was reported to underinfuse during clinical use. The clinician noted it was necessary to program the pump to deliver lactated ringers at a rate of 1250ml/hr to get the pump to deliver at a rate of 1000ml/hr. No medical intervention was needed and no pt injury resulted.